Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the threading on the spine clamp was defective. There was no patient present when this issue was identified.

Manufacturer narrative:
The clamp was returned for analysis. Functional testing determined that the device was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected from original report. If information is provided in the future, a supplemental report will be issued.